Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. At the end of valve deployment, following full inflation of the commander delivery system balloon, a rupture was observed. The valve appeared fully expanded at that time. Under fluoroscopic guidance, the commander system was carefully withdrawn. As the balloon reached the sheath tip, negative pressure was applied via the atrion device to facilitate balloon deflation and allow retraction into the sheath. The balloon was successfully collapsed and the system was removed without further complication. Final assessment showed no evidence of paravalvular leak (pvl) or elevated gradient.